Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed. The rv df-1 septum was not returned with the device. The rv df-1 set screw was stripped and would not tighten to full torque. Septum material was observed in the rv df-1 set screw hex cavity. All other set screws functioned normally.

Event description:
It was reported that during implant of a lead the set screw broke when attempting to unscrew the rv slot. The device was explanted and replaced. The patients condition is stable.